Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/19/2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and it passed. The battery was charged but receiver does not boot up. The receiver is stuck on re-initializing continuously. The customer complaint for loss of connection was not confirmed. The root cause could not be determined.